Event description:
Total knee arthroplasty was performed in 2004. It was reported that locking bar component fractured and patient underwent additional surgery in 2006. Tibial bearing and locking bar component were reportedly exchanged.